Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 135.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. The outer diameter (od) of the pusher assembly mid-joint was measure and found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the device could not be advanced within its introducer sheath. Initially, while attempting to advance the smart coil within its introducer sheath, resistance was encountered and the smart coil could not be advanced. The penumbra investigator was able to apply moderate force to unseat the pusher assembly mid-joint from the friction lock. Subsequently, the smart coil was advanced through its introducer sheath and out of the distal tip. The od of the pusher assembly mid-joint and the ID of the introducer sheath were measured and found to be within specification. The root cause of the reported resistance could not be determined. Further evaluation of the smart coil revealed that the pusher assembly was kinked. This kink likely occurred due to forceful attempts to advance the returned coil against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, while attempting to advance a smart coil out of its introducer sheath, the physician experienced resistance and the coil would not advance; therefore, it was removed. The procedure was completed using others coils. There was no report of an adverse effect to the patient.